Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use dwell 2 of 4. The baxter technical representative (tsr) had the cg cycle power off and on and got se 2367. The tsr explained the error and had hp cycle power again. The se did not repeat. The hc went to "press go to start" .there was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The product and the lot number are unknown. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.